Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on august 23rd, 2019. It was reported that the cause of the difficulty to recharge was not determined and it wasn't confirmed that the fall affected that implant or the contributed to the recharging difficulty. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019 and the patient has been working with a manufacturer representative (rep). They replaced the paddle and the paddle didn't resolve the issue (the device stops charging). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty recharging. It was reported that when holding antenna over the ins, it will find the ins and start at excellent then a minute later it goes to recharger needs attention and eventually will go to no device found. It was reported that the ins was not depleted and was at 60%. It was reported the issue tends to happen when excellent recharge quality is indicated, and the device is locked. The rep reported that controller displayed ¿no device found¿ screen and a ¿recharging needs attention¿ screen. Troubleshooting was performed using al/prm mode and the following results were obtained; 27-27-50 in air 27-97-100 on metal 27-65-100 on patient¿s ins with rtm over kept rtm over patient¿s device until it resumed normal recharging: 27-60-100 27-76-100 as rtm was left over patient¿s device. Screen went to looking for device: 27-55-100 27-62-100 it was reported that it appears the reading was fluctuating with the patient movement. It was reported that after exiting prm and attempting to normally recharge, ins was at 70% and had excellent recharging. It was reported that screen was locked and no issue occur until a few minutes later when the same issues appeared. The patient reported that they had a fall and had loss 20 lbs. A replacement recharger was requested.